Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring at 134 ohms on the right ventricular (rv) channel. The health care professional (hcp) was questioning about the high impedance measurements since 2022. Technical services (ts) reviewed and stated that there was no noise seen on the latitude reports and the rv pacing impedance was stable. Ts recommended to have this device programmed with all shocks to 41 j and with initial shock polarity. The device remains in service. No adverse patient effects were reported.